Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the cardio cath lab. At first the md followed the instructions for use, vacuumed the balloon catheter. The teflon sheath was inserted via the pt's left femoral artery. When the md tried to advance the intra-aortic balloon (iab) through the sheath, resistance was met and the iab became stuck in the teflon sheath. As a result, the md removed the iab and sheath as one unit. There was no excessive bleeding and the md used the same insertion site to insert another sheath and iab without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay in intra-aortic balloon pump (iabp)therapy, however the delay did not result in harm to the pt. There were no reported pt complications and the outcome of the pt is listed as "there was no harmful outcome to the pt."